Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
The evercross balloon was being used to treat restenosis. The patient underwent a successful revascularization, however a dissection occurred which was treated by prolonged post-dilatation. Patient was released from hospital without post interventional complications.